Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During testing, the pump powered on with functional auditory and vibration alerts to a blank screen. The pump¿s cover was removed and there was moisture corrosion found to the printed circuit board on the eeprom circuit (electrically erasable programmable read-only memory). The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. The type of call service alarm was not specified. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.